Manufacturer narrative:
(B)(4). It was reported the possible cause of the peritonitis event was poor hand washing and not wearing a mask. The patient was treated with fortaz (dose, frequency and route not reported) on the same day as the event. The patient was discharged from the hospital three days later. Eight days later, the patient was readmitted to the hospital for peritonitis. The patient was treated with unknown antibiotics for peritonitis. Approximately three weeks later, the patient was discharged from the hospital and was recovering from the event of peritonitis. On an unknown date, during the hospitalization, pd therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unspecified antibiotics for the peritonitis. At the time of this report, the patient remained hospitalized but was recovering from the peritonitis. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number gd894717 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).